Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was documented and investigated under complaint (B)(4). The device was returned to a regional service center (rsc) for evaluation. A review of the device's service log revealed that a low no alarm occurred in conjunction with zero flow measured by the connected im. Testing of the returned device reproduced the reported injector module failure alarm; however, the low no alarm observed in the device's service log could not be reproduced. Further inspection of the returned device identified that pins 2 and 5 of the dsir plus head's im cable receptacle were damaged. The root cause for the injector module failure alarm and low no alarm was due to the damaged im cable receptacle pins. As a result, the device's im cable receptacle was replaced. This condition will be tracked and trended through the company's quality system. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
On (B)(6) 2019, a respiratory therapist from the us reported an injector module (im) failure with inomax dsir (B)(4). The device was not in use on a patient at the time of the event. No impact or harm to the patient reported. Inomax (B)(4) was removed from service and returned to the company for service evaluation. On (B)(6) 2019, mallinckrodt was notified that there was a damaged/recessed im receptacle pins 2 and 5 on the head of dsir (B)(4) and confirmed through the service log that a low no alarm with 0 im flow through the im had occured. This is being reported as a recessed 5 or 6 im receptacle pin with 0 flow through the im is considered a reportable malfunction.